Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified test strips expire 06/15/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 261mg/dl and 272mg/dl. Reviewed meter memory 221mg/dl, (B)(6) 2015 08:00:00 am, fasting: yes. 140mg/dl, (B)(6) 2015 10:00:00 pm, fasting: yes. 182mg/dl, (B)(6) 2015 07:45:00 am, fasting: yes. 263mg/dl, (B)(6) 2015 10:15:00 pm, fasting: yes. 197mg/dl, (B)(6) 2015 08:30:00 am, fasting: no. Customers concern:263mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified test strips expire 06/15/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 261mg/dl and 272mg/dl. Reviewed meter memory: (B)(6). Customers concern: 263mg/dl. No adverse event reported.